Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the syringe plunger gets stuck and it can require force to draw liquids. The issue was discovered during when the nurse was drawing the medication into the syringe during the first use. No patient was involved.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 825713 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. A review of the entire DHR showed no manufacturing or inspection anomalies. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, a photograph was returned for evaluation. The reported issue was unable to be confirmed from review of the photograph. Based on the available information, there¿s insufficient evidence available to determine a most probable root cause for this investigation. The reported customer complaint could not be confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.